Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6), a PICC was inserted through the left basilic vein. On (B)(6), the patient developed difficulty in breathing, and a CT scan revealed that the superior vena cava had been perforated, causing medication (nutritional supplements) to leak into the thoracic cavity, which was then removed. The medication that had accumulated in the thoracic cavity was removed, and the patient's condition is currently stable. The tip of the catheter was near the bifurcation of the left brachiocephalic vein and the superior vena cava. As the tip was shallow and the catheter was inserted from the left, it is possible that the tip of the catheter may have stimulated the superior vena cava. It is unclear where the vascular perforation occurred during the period from on (B)(6). It is unclear whether it occurred at the time of puncture or due to movement after puncture. On (B)(6), the patient experienced difficulty in breathing, and medication leakage was discovered. The medications used during the period of placement were onepal no. 2 solution, meropenem, vancomycin (dissolved in saline), intralipos 20%, omeprazole (dissolved in saline), and heparin 100 units 10ml. Serious injury: nutrients were accumulating in the chest cavity due to a catheter that had perforated a blood vessel. The medication was successfully removed, and the patient's health is currently stable. No other information was provided.